Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call prime anomaly. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised insulin squirted out during the manual prime process. Customer advised the piston continued to move forward after reservoir contact and insulin squirted out. Customer advised there were no numbers on the display screen, there were no beeps and the insulin pump was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratches on lcd window.